Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer and nurse. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering and remained hospitalized. Dianeal and extraneal therapies were ongoing. The nurse stated the peritonitis was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10g19078 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.